Event description:
(B)(6) study. It was reported that cerebrovascular accident (cva) occurred. On (B)(6) 2018 the patient underwent a left atrial appendage closure procedure. A 35mm watchman flx laa closure device was successfully implanted with a complete seal and deployed device diameter of 28.3mm. On (B)(6) 2018, the patient presented to the emergency department for evaluation of generalized weakness (from 2-3 weeks). The cause of weakness was unclear and the workup was negative; the patient was discharged home on the same day. On (B)(6) 2018, the patient presented to emergency department for evaluation of speech difficulty and unsteady gait. Magnetic resonance imaging (MRI) could not be obtained because of their pacemaker. A computed tomography (CT) scan revealed no acute hemorrhage, midline shift or mass effect, no definite evidence of acute infarct, mild to moderate age-related changes. A CT angiogram of head and neck revealed right pica occlusion or stenosis; however, was unremarkable without signs of hemorrhage or ischemic stroke. The patient refused admission at that time. On (B)(6) 2018, the patient presented as the symptoms persisted. Pacemaker was MRI compatible and revealed 2.2cm acute or early subacute infarct in the upper left lateral pons and 2mm similar aged infarct in the left external capsule. Infarcts in different vascular territories raise the possibility of a central source, small chronic infarct in right thalamus, no hemorrhage, mass or hydrocephalus. Stroke neurology consult was obtained and the patient was hospitalized on the same day. On (B)(6) 2018, national institute of health stroke scale (nihss) revealed a score of 2 (1 point for dysarthria and 1 for facial palsy). Of note, on (B)(6) 2018, baseline nihss score was 2 (1 for facial palsy and 1 for partial hemianopia). The patient was diagnosed with acute cva. Etiologies were suspected to be cardioembolism or small vessel disease. On (B)(6) 2018, there was no significant events overnight. The patient was evaluated by neurologist and type of event was ischemic stroke with duration of focal or global neurological deficit >24 hours and suspected etiology was cardioembolic. On (B)(6) 2018, transesophageal echocardiogram (tee) revealed the watchman device position was stable; however a very proximal deployment location with significant shouldering of more than 50% of device diameter was noted, especially at mitral margin protruding into the laa. There was no abnormal motion detected, deployed device diameter was 32mm. No peri-device thrombus or peri-device flow communication noted. No evidence of inter-atrial shunt at prior access site by color flow doppler. Lovenox was discontinued and the patient resumed on eliquis and plavix which replaced aspirin. There were no further mental status changes noted during the course of hospitalization. The patient also developed right arm swelling and bilateral upper extremity ultrasound was negative. On (B)(6) 2018, the patient was discharged.